Event description:
Doctor said it looked okay and would be dissolved [product solubility abnormal], there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax [post procedural discharge] , too swollen [swelling]. This is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started treatment with absorbable gelatin (gelfoam) on an unknown date, type of formulation and indication unspecified. The patient's medical history included a sinus operation 2 years ago. Her concomitant medications were not reported. The patient asked, "gelfoam - does it have to be removed after surgeon does that dissolved? Had some of that put in by my surgeon after surgery." The patient reported the information she received from the nurse, "packing pieces of gelfoam interior and posterior.' The patient was "interested in what is left in my sinus." She reported that there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax. She said that she went back to doctor and was informed it is "dried bogart," and "had stuff going on." She was told by her doctor the first time after surgery that it did not need to be removed. She was too swollen to go back; and when she went back after 2 weeks, the doctor said it looked okay and would be dissolved. The clinical course of action taken and the patient outcome were unknown. Follow-up (12 mar 2019): follow-up attempts are completed. No further information is expected. Follow-up (30 apr 2019): this is a follow-up report from the product quality complaint group. A complaint has been received by pfizer (B)(4) with reasonable suspicion of a malfunction. The impact to the device: device interferes with wound healing, with an associated worst case severity of s4. The complaint verbatim is as follows: question: gelfoam, does it has to be removed after surgeon does that dissolved? Had some of that put in by my surgeon after surgery; ndc# or cannot identify which of the 4 presentations of our gelfoam. She got from the nurse, "packing pieces of gelfoam interior and posterior. She added "interested in what is left in my sinus." She mentioned later that there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax. She claimed, went back to doctor and was informed it is dried bogart (sound like it); had stuff going on. Was told by her doctor the first time after surgery, did not need to remove it. She was too swollen to go back and went back after 2 weeks, doctor said it looked okay and would be dissolved. Classification: ae - yes. Sub classification: pc - no. Response: checked pi for all 4 presentations: gelfoam-jmi, gelfoam. Pcom number: not provided. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. Hazard number: (B)(4). The complaint is to be evaluated for MDR. Priority: normal. Product desc: gelfoam sterile sponge size 50 x 4. Product country: USA. Sap/unique identifier: (B)(4). Classification: external cause investigation. Subclass: adverse event safety request for investigation. Lot number: unknown. Lot number unknown reason: not provided in correspondence/email communication. UDI: (B)(4). Expiration date: mar 2021. Sample status: not available. (Name redacted) /30 apr 2019 17:07:42/: the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s4. Further action by pfizer (B)(4) is not required. Processing under normal priority has per safety's evaluation. Follow-up attempts are completed. No further information is expected. This is consumer report, and reported events coded as product dissolution abnormal, postoperative discharge and swelling after sinus surgery. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (severe postoperative sequelae, such as slowed/delayed healing, issues with wound drainage) to patient, if it were to recur, could result in serious injury/deterioration in state of health of the patient. Case will be reassessed if additional information is received. This is consumer report, and reported events coded as product dissolution abnormal, postoperative discharge and swelling after sinus surgery. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (severe postoperative sequelae, such as slowed/delayed healing, issues with wound drainage) to patient, if it were to recur, could result in serious injury/deterioration in state of health of the patient. Case will be reassessed if additional information is received.

Event description:
Event verbatim [preferred term] doctor said it looked okay and would be dissolved [product solubility abnormal] , there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax [post procedural discharge] , too swollen [swelling] , . Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started treatment with absorbable gelatin (gelfoam) on an unknown date, type of formulation and indication unspecified. The patient's medical history included a sinus operation 2 years ago. Her concomitant medications were not reported. The patient asked, "gelfoam - does it have to be removed after surgeon does that dissolved? Had some of that put in by my surgeon after surgery." The patient reported the information she received from the nurse, "packing pieces of gelfoam interior and posterior.' The patient was "interested in what is left in my sinus." She reported that there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax. She said that she went back to doctor and was informed it is "dried bogart," and "had stuff going on." She was told by her doctor the first time after surgery that it did not need to be removed. She was too swollen to go back; and when she went back after 2 weeks, the doctor said it looked okay and would be dissolved. The clinical course of action taken and the patient outcome were unknown. As of date 08jun2019, detailed investigation report received from product quality complaint group. Description of complaint continued and per pi: whenever possible, it should be removed after use in laminectomy procedures and from foramina in bone, once hemostasis is achieved. This is because gelfoam may swell to its original size on absorbing fluids, and produce nerve damage by pressure within confined bony. This is for specific procedure and specific location in the bone. Patient was again advised to talk with her doctor about this and gelfoam may be left in place when applied to mucosal surfaces until it liquefies. Mucosal surfaces may refer to mucosal cavity in sinus. Scope: all gelfoam sponge and gelfoam powder batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. One previous complaint with a known batch number was determined to be within scope: #-us (l63414) returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete- acceptable: a reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete-acceptable: deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Lir 1210426 was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch j18378. The root cause of the confirmed oos result was further investigated in qar 1218916. Qar 2145692 was completed for the tank temperature going below the allowable temperature during extrusion of batch w24142. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: complete-acceptable: a review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30 minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete: acceptable: per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. A review of the complaint determined to be within scope demonstrated that all tests and inspections passed prior to release of the involved batch. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete -acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam' and 'absorbable material powder' has been reviewed. The following parameters were used: product category: absorbable material - foam and absorbable material- powder, time period: 15oct2014 - 31may2019, complaint classification: external cause investigation, investigating site: pfizer kdp, an expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer (city name) as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (apr2019 and may2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (apr2019 and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. Quality of batch: acceptable the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s4 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Follow-up(B)(6) 2019, follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019, this is a follow-up report from the product quality complaint group. A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction. The impact to the device: device interferes with wound healing, with an associated worst case severity of s4. The complaint verbatim is as follows: question: gelfoam, does it has to be removed after surgeon does that dissolved? Had some of that put in by my surgeon after surgery; ndc# or cannot identify which of the 4 presentations of our gelfoam. She got from the nurse, "packing pieces of gelfoam interior and posterior. She added "interested in what is left in my sinus." She mentioned later that there may have been fraction from sinus surgery 2 years ago because she kept on pulling out pieces of something like wax. She claimed, went back to doctor and was informed it is dried bogart (sound like it); had stuff going on. Was told by her doctor the first time after surgery, did not need to remove it. She was too swollen to go back and went back after 2 weeks, doctor said it looked okay and would be dissolved. Classification: ae - yes. Sub classification: pc - no . Response: checked pi for all 4 presentations: gelfoam-jmi, gelfoam. Pcom number: not provided. Hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. Hazard number: h03-01. The complaint is to be evaluated for MDR. Priority: normal. Product desc: gelfoam sterile sponge size 50 x 4. Product country: USA. Sap/unique identifier: (B)(4). Classification: external cause investigation. Subclass: adverse event safety request for investigation. Lot number : unknown. Lot number unknown reason: not provided in correspondence/email communication. UDI:(B)(4). Expiration date : mar2021. Sample status : not available. Additional information: (B)(6) 2019 17:07:42/ the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s4. Further action by pfizer kalamazoo is not required. Processing under normal priority has per safety's evaluation. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: this is consumer report, and reported events coded as product dissolution abnormal, postoperative discharge and swelling after sinus surgery did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (severe postoperative sequelae, such as slowed/delayed healing, issues with wound drainage) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Follow-up (B)(6) 2019: new information received from product quality complaint included investigation report. Follow-up attempts are completed. No further information is expected., comment: this is consumer report, and reported events coded as product dissolution abnormal, postoperative discharge and swelling after sinus surgery did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (severe postoperative sequelae, such as slowed/delayed healing, issues with wound drainage) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. Quality of batch: acceptable the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s4 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required.